Event description:
The IV pump was tested and found to be in proper working order. There were no error messages related to this event. The pump tubing set was found to be at fault. The check valve in the tubing set is defective allowing the piggy back fluid to run into the primary bag. Packaging for the tubing set was not retained, so part number or lot number not availble.====================== health professional's impression======================biomed >the check valve in the tubing set is defective allowing the piggy back fluid to run into the primary bag.